Event description:
It was reported that during a back surgery it was discovered that the attachment device had ¿some sort of metal piece lodged inside¿. The reporter clarified that the metal piece appeared to be a component of the device and looked "shaved off". The reporter also clarified that it was not a burr stuck inside the attachment device. There were no delays to the planned surgical procedure as the procedure was completed successfully with a spare identical device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that there was a loose component not allowing insertion of the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.